Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced chest pain. The patient was treated for fluid volume overload which resolved after diuresis and discharged home. The pump remains implanted in the patient and will not be returned to the manufacturer for analysis. The device was not returned to the manufacturer for analysis as it remains implanted. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Chest pain is a known potential event associated with the implantation of all vads. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. The root cause of the reported chest pain may be attributed to fluid volume overload as reported by the treating facility. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation.

Event description:
It was reported from the united states on (B)(6) 2014 that a (B)(6) male presented to the hospital with complaints of chest pain. An electrocardiogram, chest computed tomography (CT), laboratory work were performed upon admission with negative results. Per a member of the ventricular assist device (vad) team, it was determined that the pain was from fluid volume overload which resolved after diuresis of the patient. The patient was discharged home with resolved symptoms but the date was not provided. The pump remains implanted in the patient and will not be returned to the manufacturer for analysis.